Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in the operating room for a biv ICD upgrade, externalized conductor was observed via fluoroscopy. No electrical anomalies were detected. The physician decided to continue to use the rv lead with the new device. The patient will be monitored.